Event description:
Treatment of an aneurysm. It was reported during coil detachment, the proximal end of the pushwire stuck inside the instant detacher. Another instant detacher was used and could not detach the coil. No patient injury reported.

Manufacturer narrative:
The pushwire was returned for evaluation without the implant coil attached. The evaluation could not determine the cause of the event. (B)(4).